Event description:
It was reported that there was a flow problem during a dialysis treatment. The pt was sent to radiology where a dye study was done. The dye study showed leaking near the distal tip. Upon explant it was found that there was a tear in the catheter near the distal tip. The device was removed intact.